Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. A qualified field service engineer evaluated the 3d9-3v transducer based on the customer complaint. The field service engineer discovered oil on the outside of the probe. The customer's complaint was addressed by replacing the transducer. The 3d9-3v returned for further failure analysis. The investigation confirmed the transducer was damaged with a hole in the dome which allowed for oil to leak out. Additionally, the probe failed electrical tests and imaging tests due to air in dome from oil loss. No further similar issues have been reported by the customer post repair.

Event description:
It was reported that the intracavity 3d9-3v probe was leaking oil from tip. The probe was associated with the epiq elite ultrasound system at the customer¿s site. The issue was discovered outside of clinical use and no patient or user was harmed as a result of the issue. The customer was provided with a replacement transducer to address their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.